Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent micro-switch was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during a case. The unit was swapped out to continue the case. There is no report of patient involvement.